Event description:
The doctor claims that the device becomes pink and "beads" (droplets of blood on its walls). In addition, they claim that the device feels wet and sticky. This report was made as a general comment by the doctor, no pt or procedure was specifically involved. The doctor also stated that on st. Jude's valves there is some leaking at the anastomosis site between the valve and the prosthesis.